Manufacturer narrative:
Reported defect: deflation of unilateral breast implant. Bilateral exchange with mentor implants. Background: original surgery was performed by dr in 1998 using hutchison hsl 0300 saline-filled implants, which were filled to a volume of 0350cc (left) & 0350cc (right), which is within the maximum fill volume limits. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mentor products. Condition upon receipt: product was received inside a single sealed peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a large breach on the periphery of the product measuring approx 180mm in length, which starts on the 7 o'clock position to the 1 o'clock position. (When the product was held in such a position that the brand name was upright and horizontal). Also noted was that the valve had a yellow type staining. Product inspection: pressure testing could not be completed due to the size & position of the breach. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges to the breach which are indicative of mechanical trauma. The product met all mfg and quality specifications post MFR. Conclusion: mechancial trauma is not a mfg fault.